Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pain is unbearable') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils on my left and 1 on my right". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("very heavy bleeding"), alopecia ("hair falling out"), tooth disorder ("teeth crumbling") and abdominal distension ("bloated so bad that I look 6 month prego"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, tooth disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed in social media :pelvic pain, genital bleeding, alopecia, tooth disorder and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-apr-2020: social media received: new event I have 2 on my left and 1 on my right were added. New reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pain is unbearable') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("very heavy bleeding"), alopecia ("hair falling out"), tooth disorder ("teeth crumbling") and abdominal distension ("bloated so bad that I look 6 month prego"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, tooth disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed in social media :pelvic pain, genital bleeding, alopecia, tooth disorder and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case was upgraded to serious incident from other event case. New event hair falling out, teeth crumbling and bloated so bas that I look 6 month prego were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.